Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition.

Event description:
Healthcare professional reported via nbir a "device migration/implant malposition, change shape/size/style and ptosis -not device related-". Patient has undergone capsulectomy. This record is for the right side. The device was explanted.